Event description:
It was reported the patient had a stimulator placed multiple years ago with good relief of their symptomatology until recently. There was worsening pain in the patient's right upper extremity and the patient no longer had coverage like they had in the past. Diagnostic studies were performed to look for lead migration, none were appreciated. CT did not show any significant compromise. Elective diagnostics were run and there were no obvious changes in "medium" impedances. The patient was taken to surgery for presumptive shunt stimulator malfunction or epidural scarring which was preventing adequate functioning. After removal of the device the patient remained neurologically intact and stable. Patient recovered from the procedure and had an uneventful stay while in the hospital. It was noted the device "failed" broke, couldn't get it to work or stopped working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
Additional information received reported the manufacturer representative picked up the device on (B)(6), 2012. Additional information has been requested, a second follow up report will be sent if additional information is received.

Event description:
Follow up reported the lead was replaced and patient's stimulation coverage improved.